Event description:
Inappropriate shocks due to noise occurred and this lead was explanted. It does not appear to have been replaced with a biotronik product.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.